Event description:
Male with heartware lvad placed. He presented to the emergency department (ed) with reports of "controller fault" alarm. Once the patient arrived in the ed, log files were sent to medtronic, the report back from medtronic was the patient's "internal battery was at the end of life'. The report also showed that the patient experienced two pump stops recently. The patient's lvad pump had stopped two times while he was sleeping. Patient reported he always sleeps on wall power per instructions. Patient later presented to lvad clinic for follow up and reported that one of the two brand new batteries he had received was showing a full bar of power, however, his pump had stopped. There was no known harm to the patient.